Event description:
Customer reported blood glucose level up to 250 mg/dl. Correction made via the pump. Blood glucose level under control by customer. He assumes that the pump doesn't deliver insulin correctly. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.